Event description:
It was reported that a minicap transfer set ¿fell off¿ from the titanium adapter which resulted in a leak. This was observed during use of the devices for peritoneal dialysis therapy. The patient noticed that their clothes were wet and the transfer set fell to the floor. The transfer set was replaced. There was no report of patient injury; however, the patient was given prophylactic antibiotics (cefepime intraperitoneal) as a precautionary measure.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.